Event description:
Boston scientific received information that the physician noted that the coil of this right ventricular (rv) lead was torn apart and was stretched during an implant procedure. The lead was removed and was never in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection of the lead revealed a separation of the gore¿ covering from the medical adhesive (ma) at the proximal end of the proximal shocking coil. Associated with this was a stretching of the proximal end of this shocking coil. The separation was a result of excessive drag on the gore and the shocking coils. Under normal circumstances, separation of the gore covering will not impact the functionality of the lead.